Manufacturer narrative:
2.6 corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿beyond endovascular solutions: open sac revision with graft preservation for persistent aortic sac expansion post-evar¿  dean a, hassan s, yasutomi m, holden a, hill a  annals vascular surgery 2025; 115: 83¿92 https://doi.org/10.1016/j.avsg.2025.02.013 a.3a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ beyond endovascular solutions: open sac revision with graft preservation for persistent aortic sac expansion post-evar¿ the time frame of this study was over a thirteen year period. 17 patients were included in the study where endurant and non-mdt stent grafts were implanted during evar procedures. Following the evar¿s the patients underwent open repair for various indications. Endoanchors were implanted in one patient. The following adverse events occurred:  blood loss, acute kidney injury, uti, pneumonia, stroke, rupture, intervention no further information was provided pertaining to medtronic products.